Manufacturer narrative:
(B)(4). The reported event was an unknown alarm. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. However, a low drain volume alarm was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on a homechoice device. The home patient was connected at the time of the alarm. This occurred during the fill state of peritoneal dialysis. The technical service representative advised the home patient to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.